Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the pt was diagnosed with having a urinary tract infection, and was treated with an antibacterial agent for seven days.